Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a fluid leak from front center area of coulter hmx hematology analyzer. The customer believed the fluid was cleaning reagent (clenz) and stated that there was a puddle of blue liquid as well as what appeared to be a dried leak residue of clenz. The operator was wearing gloves and lab coat at the time of the event. There was no exposure to mucous membrane or open wounds. The operator did not seek medical attention. Msds was not reviewed, but the facility has an exposure control plan. No patient results were affected. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The field service engineer (fse) found the source of the leak at valve 48 (vl48) due to a hole in the tubing from normal use of the instrument. The fse replaced the tubing at vl48. There was no further evidence of leaking. Repairs were verified as per established procedures. All results met published performance specifications. The valve 48 (vl48) may have blood and diluent while in operation and cleaner while in shutdown. The cause of the leak was a hole in the tubing at valve 48 (vl48). Bec internal identifier for this complaint is (B)(4).